Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the knee arthroscopy, the device sparked, turned black, and stopped cauterizing.